Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure between the transmitter and the mobile app occurred. Data was provided for evaluation and the allegation was undetermined. The probable could not be determined. In addition, the probable cause of signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.